Event description:
Boston scientific was notified that during an event the cdc 10-3d 3d shape synerg detection circuit separated from the pusher wire without the use of the detachment system. Used a retrieval snare to withdraw the subject device successfully, then used a neuroform stent to tack the coil against the wall. Successful, but with problems. The pt is in stable condition but it is being followed.